Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a ladg, scissoring occurred when the device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. The jaws of the device are damaged since it was dropped on the floor after the event.

Manufacturer narrative:
(B)(4). Batch # n92y3h. Device analysis: the analysis results found that the el5ml device was received with one jaw bent. No functional testing could be performed due to the instrument being empty. Possible causes for the found condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.